Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing . The device's power management board was replaced to address the issue. Additionally, the exhaust fan assembly and 43 micron filter. Also, repair test, alarm test, battery test, run in tests, and cleaning were performed. The unit operated properly.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's power management board was replaced to address the issue. Additionally, the exhaust fan assembly and 43 micron filter. Also, repair test, alarm test, battery test, run in tests, and cleaning were performed. The unit operated properly. The power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board was functioned as designed and operated without issue or error codes.